Event description:
It was reported that during the procedure to treat a 75% restenosed previously implanted non-abbott stent in the mildly tortuous mid left anterior descending coronary artery, a 014 hi-torque balance middleweight (bmw) elite (without marker) guide wire crossed the lesion and intravascular ultrasound (ivus) was performed. A non-abbott balloon dilatation catheter (bdc) was then advanced over the bmw elite guide wire, however, resistance was met between the non-abbott bdc and the bmw elite guide wire during advancement inside of a non-abbott guiding catheter. Advancement of the non-abbott bdc was continued over the bmw elite and dilatation was performed. The non-abbott bdc was removed from the anatomy, then another non-abbott bdc was advanced with resistance also felt between the 2nd non-abbott bdc and the bmw elite guide wire during advancement in the same guiding catheter. Both the 2nd bdc and the bmw elite guide wire reportedly became stuck inside of the secondary curb of the guiding catheter. As it was presumed that there was an issue with the non-abbott guiding catheter, the 2nd non-abbott bdc was slightly pulled back, then the bdc became stuck on the bmw elite guide wire and was unable to be retracted, confirming that the guiding catheter was not the issue. The bdc and bmw elite guide wire were both removed from the anatomy as a single unit. After removal from the anatomy, substantial force was applied to separate the bdc and guide wire, resulting in detachment of the balloon tip of the non-abbott bdc, which remains approximately 5-6cm distal to the proximal end of the proximal coils of the bmw elite guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure was successfully completed using a non-abbott guide wire with a non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. Dilatation catheter: 2.5x13 nse, 2.75x8 powered lacrosse. Guide cath: view it, 7f heartrail jl3.5. (B)(4) . The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance. Determine the cause of resistance and take appropriate remedial action as needed. Based on the reviewed information, no product deficiency was identified.